Event description:
It was reported that during an unknown procedure, the device did not cut and delivered malformed staples. The procedure was completed with bipolar device and blade. There was no pt consequence.